Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the sensor pcb passed all tests. No faults are found on this returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. The manufacturer's field service engineer (fse) confirmed the reported alarm issue. The fse replaced the defective sensor board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a high o2 alarm/internal o2. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.